Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 4.3 inr and 1.9 inr on the coaguchek xs system. No actions taken based on the device results. The caller states the facility wipes away the first blood drop and uses the second blood drop to dose the test strip. No adverse event reported. Requested return of suspect system and replacement was sent.